Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The pt received an scs sys on (B)(6) 2010. It was reported that the pt has stimulation, but having difficulty charging his ipg. Ipg battery level on programmer does not increase even after charging. Repositioning was tried but to no avail. Sjm rep tried 2 chargers and 2 programmers but they would not communicate with the ipg. It was reported the pt fell on his ipg site and has had difficulty charging since the fall. No further info is available at this time.